Event description:
The issue was found at preparation for use.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: d8, h6 - medical device problem code is being corrected from " 2896 - communication or transmission problem" to "3005 - output problem". A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction of ignition error code e103 and the main lamp did not light was confirmed. Based on the results of the investigation, the suggested events likely occurred due to ignitor board failure. However, a definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the xenon light source had error e103 and lamp did not light. There were no reports of patient harm.